Manufacturer narrative:
Information received a smiths fluid warming/level 1 hotline low flow systems - hl-390 complaint of leaking was confirmed upon filling the tank and powering on device. The cause was isolated to crack enclosure in the drain fitting. The physical condition of the device revealed enclosure cracked at drain fitting, both covers were cracked, heather did not pass electrical testing, line cord was worn and pole clamp handle was broken. Action was taken to replace enclosure and correct the reported primary problem. Replaced both covers, heater, line cord and pole clamp. Pm and calibration completed for the device. Device is used in trauma situation mainly and this event becomes chaotic like combat when saving lives. The equipment is thrashed and bumped around. As a nurse in the field, can relate and understand why the decomposition of the device occurs.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 was leaking. No patient adverse events reported.